Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to operator error. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer was unable to remove the male external catheter with ease and tried warm soapy cloth but had no success. It was stated that the customer was able to remove after sometime but experienced the skin irritation. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was unable to remove male external catheter with ease and tried warm soapy cloth but had no success. It was stated that customer was able to remove after some time but experienced skin irritation. No medical intervention was reported.